Manufacturer narrative:
Age and date of birth not provided. Lot number not provided. Email address not provided.

Event description:
Dr. Reported that the patient's abutment came loose.

Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates continuous screw loosening. The alleged event is non-verifiable with the information provided. A root cause for the complaint could not be determined. Misunderstood or overlooked instructions for use. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.